Event description:
It was reported that a spectrum infusion pump failed the flow rate accuracy preventative maintenance test. The customer stated the device under delivered by 9.25%. It was also reported that there was no patient involvement. During baxters evaluation the device was found to underdeliver by greater than 10%.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete, a supplemental report will be submitted.